Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product could have contributed to the reported ER visit for hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer was taken to the ER for treatment (no further details were provided). (B)(6).